Event description:
It was reported that the pt was difficult to arouse or awaken. The pt's husband called an ambulance; the pt was admitted to the intensive care unit (ICU) on an unk date. The pt was receiving morphine 1 mg/ml at a dose of 0.5 mg/day. The pump had been programmed properly per the orders of the hcp. The hcp met the pt in the ICU, emptied the pump reservoir and put the pump into stopped mode. The drug was discarded. At the time of the initial report, the pt remained hospitalized; responding only to painful stimuli. It was later reported that the family had given the pt oxycontin in the recovery room (unk date); it was unk if she had taken additional oxycontin. The family believed that the pt overdosed on her oral medications; she "has abused oral meds in the past". The pt was subsequently taken off of the ventilator; she continued to breathe on her own. Per this reporter, the pt's family planned to have the feeding tube removed as well and they are "just waiting for her to pass". The drug delivery system remained implanted. Per the hcp, the event "had nothing to do with the pump".

Manufacturer narrative:
.